Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer's blood glucose (bg) level was "high", although a specific value was not given. Multiple follow up attempts were made by cts to see how customer resolved high bg no response received. Replacement pump was sent to customer to resolve the issue.